Event description:
The patient's spouse called lfs on patient's behalf alleging that their one touch ultra meter had missing seegments. Patient had obtained a 150 mg/dl and bee4n feeling dizzy, weak, sweaty and having headaches. They had taken insulin based on the meter reading. They were later taken to the emergency services. No results or treatment information was provided from the visit to the emergency services. The customer service representative replaced patients meter due to the missing setments.